Manufacturer narrative:
The device was discarded at the hospital. Perforation of the right ventricle is listed in the instructions for use as a potential complication associated with the use of pacing catheters. As noted: ¿cases of myocardial perforation associated with the use of temporary transvenous pacing catheters have been reported. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended.¿ also ¿precaution: the incident of complications increases significantly with indwelling periods longer than 72 hours.¿ without the return of the product, it is not possible to determine if damages or defects existed on the product. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that ¿there was a possibility of right ventricle perforation occurred by the catheter on the seventh day of use. On day 8 of hospitalization patient suffered from complete heart block. A temporary pacing catheter was inserted. Six days later the pacing threshold was increased and it became unable to pace. Threshold was increased again and the pacing problem was solved. The following day it was noted on CT scan and echocardiography that the right ventricle appeared to be perforated. The following day the pacing threshold was increased again. A permanent pacer was implanted. The next day the temporary pacing catheter was removed without incident. The customer commented that the problem could have occurred when the pacing threshold was increased. There were no additional complications noted.